Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5110859.

Event description:
It was reported that the patients coverage was no longer in the correct area due to lead migration. It was also noted that the leads were no longer giving parethesia coverage. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by medical facility.